Event description:
Dealer advised chair spins off to the right. Dealer advised right motor is not working.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.